Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2011 (B)(6).

Event description:
It was reported that this patient had a magnetic resonance imaging (MRI) on (B)(6) 2013. This MRI was related to the patient¿s back pain that she had experienced since (B)(6) 2013. This pain was getting increasingly worse in the last couple weeks. The patient had not had the pump checked after the MRI to confirm if the pump had recovered. The patient inquired if she was able to successfully give herself a bolus would this mean that the pump was working after the MRI. The patient reported that when they took her off the oral medication and put her completely on the pump she was not told that it would not help with the other chronic pain. Reportedly, the pump only has treated pain in her spine but not ¿other¿ pain and arthritis pain. The patient stated that her managing health care provider was upset with her because, she went to the emergency room on (B)(6) 2013 due to back pain. This device system had delivered hydromorphone. Additional information has been requested, but was not available as of the date of this report. It was further reported that the patient experienced pain, arachnoiditis and had an MRI on (B)(6) 2013. No troubleshooting was done. The patient¿s next appointment is on (B)(6) 2014.

Manufacturer narrative:
(B)(4).